Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-11-23 . H6: investigation summary one open 30g x 5mm safety pen needle sample was returned from lot. No. 0323513, cat. No. 329505. Visual examination was carried out on the returned sample and the sample was activated and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. No issues were observed with the returned sample therefore no root cause can be identified.

Event description:
It was reported that pen needle autoshield duo 30gx5mm had a safety shield failure. The following information was provided by the initial reporter: tear off the asd sealing film and found that the safety cover of the inner needle has been locked.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that pen needle autoshield duo 30gx5mm had a safety shield failure. The following information was provided by the initial reporter: tear off the asd sealing film and found that the safety cover of the inner needle has been locked.